Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette lyse buffer in well positions f9 and g9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03054-06.